Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl. Customer ate food and went to the emergency room where the customer's bg level was monitored. Customer was released approximately 3 hours later with bg of 159 mg/dl. Review of the pump logs revealed that the customer had delivered multiple boluses through the bolus menu. Recommendation was made to consult with healthcare provider regarding diabetes management.